Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: what color cartridges were used? Were there any issues with device noted during the original procedure? What was the reason for the CT scan? Was this routine? Was there a visual inspection performed along with a leak test? What was the condition of the staple line in the reoperation? What color cartridge was used in the reoperation? Are photos, video or CT scan images available?

Event description:
It was reported that during a gastric bypass with roux-en-y procedure, the initial surgery was completed without incident. At the completion of the procedure, a pressure test was performed and was okay. The next day, the patient was taken for a CT scan and free air was found near the gastroesophageal junction. The last staple line had opened up at the very top. A white reload had been used. Sales rep was unsure of the firing number, but knew it was less than twelve. Patient was taken back to surgery to restaple. Patient is doing fine now and has been discharged home. Another like device was used, without issue, during the second procedure. Device is not available to be returned.